Event description:
This rv lead was implanted in (B)(6) 2015 and still remains implanted at this time. In a product experience report received on august 15, 2017, there were a number of episodes of noise recorded and labelled as ventricular tachycardia. The patient had a little underlying rhythm and these episodes inhibited pacing. No symptoms were reported by the patient. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).